Manufacturer narrative:
Event occurred on an unknown date in 2020. 510k: this report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter phone number: (B)(6). (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2020 that on an unknown date, a patient presented to the physician with pain. An x-ray requested on (B)(6) 2020 showed one (1) broken plate in the patient. Revision surgery will be scheduled to remove the broken plate. There is no further information available. Concomitant devices reported: unknown screw (part#: unknown, lot#: unknown, quantity#: 1). This report is for one (1) unk - plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Customer quality investigation: the unk - plates: trauma was not returned, and the investigation will be completed based on the supplied x-ray (in the notes & attachments section of the product complaint). The x-ray was reviewed, and the complaint condition was confirmed as the image showed plate broken by its midpoint. As the plate was not returned an as received, dimensional, and material review were not applicable. Manufacturing record evaluation a manufacturing record evaluation could not be performed as the part number / lot number combination could not be determined from the provided image. Conclusion no definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.